Event description:
It was reported that the pt had to have his "catheter replaced and following this it kinked". Pt felt a lump at the bottom of the catheter. Pt was at home. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).